Manufacturer narrative:
Hamilton medical ag case number is:(B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** . Field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: when the department is plugging in ac power to the patient, the ac indicator light does not light up and the machine cannot be turned on. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: when the department is plugging in ac power to the patient, the ac indicator light does not light up and the machine cannot be turned on. No patient involvement.